Event description:
The following has been reported: biomed reported: "pump stated it was dispensing propaval but wasn't actually dispensing anything. Pump malfunction: patient was not getting medication delivered despite pump being turned on and started with medications adequately prepared and primed. Please see associated med event documented. Pump was primed and ready to use but when started, medicine was not infused into patient." Sent safety team report on 9/24/2025, for possible adverse event. A preliminary review identified the following issue: flow/therapy not started active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The customer reported that the pump stated it was dispensing propaval but wasn't actually dispensing anything. No sample or picture was returned for evaluation. Per the customer, no issue could be identified in the original logs. A test infusion was performed and new logs pulled on site. The new logs were also clean. The pump was returned to use. No further action is required because the reported issue could not be confirmed or refuted. A history review of the fresenius kabi service records for this device prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.